Event description:
The customer contact reported unrestricted flow. Prior to patient use, the customer contact reported that after the cair clamp was closed, normal saline continued to drip in the drip chamber and flow was noted from the distal end of the tubing set. There was no reported delay in critical therapy. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).